Manufacturer narrative:
H3, h6: the associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device could not confirm the stated failure mode. The device has signs of damage from attempted use. The device was manufactured in 2020. A dimensional inspection of the returned device could not confirm the stated failure mode. Dimensional inspection report attached. A dimensional inspection was performed on the returned device and found to be within specifications. A medical investigation was conducted and confirms reportedly, the product evaluation/dimensional inspection could not confirm the stated failure mode. Based on the medical documentation provided, the clinical root cause of the reported event could not be definitively concluded and procedural variance with the initial implantation could not be ruled out . The patient impact beyond the reported modified surgical procedure using a backup component to conclude the procedure could not be determined. The patient status was reportedly unknown; however, no surgical delay was reported, and it was communicated that no patient injury resulted from the reported event. No further medical assessment could be rendered at this time. Should additional clinical documentation become available in the future, the clinical/medical task may be re-evaluated. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of risk management files and instructions for use found that the reported failure was documented appropriately. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include a fit/sizing issue or a procedural error. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that the patient went through a knee and patella replacement. During surgery, while cleaning the knee before closing (about 12-15min after cementing), the patella popped off the bone and cement mantle. The implant detached from the cement and bone before the skin incision was closed. The patellar bone was re-prepared and a new 7.5*35mm patella (s+n backup device) was implanted. The cement used (simplex hv w/ gentamicin ref #6195-1-001/lot #937ba948ha & #939bb952ka) was a competitor's product. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.